Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a shoulder procedure the suture came off their gryphon br anchor with proknot in the tissue after inserting into patient. The sales rep stated that the eyelid at the top of the anchor popped out cause the suture to come out due to going in and out trying to get under the labrum at an awkward angle where there was a lot of bad tissue. When drilling on new hole to complete the procedure with a competitor's device using the suture from the anchor, got too close to our anchor causing it to break. The anchor and all fragments were removed from the patient, completed with the competitor's device and our device's suture with no patient consequences but there was a two-minute delay. The sales rep stated that the doctor believes there was a fracture in the anchor before being used in the case. The patient's bone quality was medium to hard bone. The instrument was implanted to the hard stop but were unable to get to the point of knotting and knotslide or tensioning due to the failure occurring. The device was discarded by the customer.